Event description:
It was reported that the implantable cardioverter defibrillator was found to be in backup operation after the patient underwent MRI scan without programming the generator to MRI mode. Programming changes were performed. The patient was in stable condition.